Manufacturer narrative:
Apoc incident (B)(4). Additional lot: r22331, expiration date: (B)(6)2023, mfg date: (B)(6) 2022. Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2022, abbott point of care was contacted by a customer regarding act celite cartridges (lots r22331 and r23009) that yielded discrepant results on a patient receiving open heart surgery. There was no additional patient information available at the time of this report. Return product is available for investigation. The customer reported that the I-stat 1 system did not give results for act and gave back-to-back quality check codes 6 times while patient was on the operating table with heart bypassed during surgery. No act results were able to be obtained from the I-stat 1 system leading to a delay in proceeding with the next steps during surgery. Although quality check codes are part of the I-stat system, it was determined that a significant delay occurred during the event. The customer states that the facility was able to use an alternative method (hemochron) to get act results and proceed with the surgery. There was no impact to patient management. Facility reports the patient is in good condition after the surgery. Refer to art: 714260-00z, analyzer coded messages code number: qcc 44 cause/action message on display: unable to position sample/ use another cartridge explanation: the analyzer did not detect movement of sample across the sensors. This could be due to a clot in the sample (especially in neonates), to not closing the snap closure on the cartridge, or to an aberrant cartridge. Code number: qcc 46 cause/action message on display: cartridge error/ use another cartridge explanation: the analyzer did not detect movement of sample across the sensors. This could be due to a clot in the sample (especially in neonates), to not closing the snap closure on the cartridge, or to an aberrant cartridge. Per I-stat system manual (art: 714185-00q), the intended use of the I-stat celite activated clotting time (celite act) test is an in vitro diagnostic test that uses fresh, whole blood, and is useful for monitoring patients receiving heparin for treatment of pulmonary embolism or venous thrombosis, and for monitoring anticoagulation therapy in patients undergoing medical procedures such as catheterization, cardiac surgery, surgery, organ transplant, and dialysis. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. An investigation is underway.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 24-may-2023. A review of the device history records (dhrs) confirmed the cartridge lots passed release specifications. Retained and returned cartridge testing met the acceptance criteria in appendix 1 of q04.01.003 rev. Ak (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified.